Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. As a resolution, the turbine manifold was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 has high tidal volume. The customer confirmed that there is no patient involvement associated with this reported event.